Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: hematoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "acute haemetomx 9 months post surgery." MRI confirmed rupture, but upon removal, the device was found to be intact. A double capsule was additionally observed. The device was explanted.